Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The tip of the universal driver was broken during tightening the screw to the cup. Spare product was used instead of it and the procedure was completed without any problems and delay.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver was reported. The event was confirmed. Method & results: device evaluation and results: the hexalobular tip of was broken off. It appears to be a horizontal break. Some of the threads are deformed. Medical records received and evaluation: not performed as there were no medical records provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 3 other events for the lot referenced. The three events had the screw tip broken off during usage. Conclusions: during visual inspection it was noted that the hexalobular driver tip fractured. The tip threads are also deformed which indicates excessive force by the user.

Event description:
The tip of the universal driver was broken during tightening the screw to the cup. Spare product was used instead of it and the procedure was completed without any problems and delay.